Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient wanted help with tweaking their programs. When the patient first got their device, it worked wonderfully for the first 6 weeks after implant. The patient went to their healthcare provider (hcp) after two months, but the hcp did not have anyone that did the re-programming, did not offer any re-programming, and told the patient they would need to go back to their medications if the device was not working. After the patient saw their doctor, they tried all the other 4 programs and tried making adjustments on all the programs; it was noted that one program did not work out at all because it seemed to give the patient a shock instead of where the normal stimulation was supposed to go. It was noted that it was like when the patient put their hand over the stimulator itself, it would shock the patient, so the patient switched from that program. It was confirmed that the patient had no falls/trauma and no recent medical tests/scans. No further complications were reported/anticipated.